Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. There were no reports of the patient being harmed as a result of this malfunction. It is not stated that the device was used on a patient. Final quality evaluation was performed on january 24, 2014 and an investigation was performed by the third party manufacturer,(B)(4), on december 09, 2013 based on the review of the device history records and retained samples. Summary of the investigation is as follows initiated discrepancy reports (dr) in vesta's system to conduct and document investigations; reviewed device history records (dhrs); reviewed retained samples from each lot ID in question. During the review of the dhrs and retained samples, team verified and confirmed that no process deviations were observed. The supplier confirmed that parts were processed at the specified process parameters. The retained samples were reviewed and examined by the supplier team. In conclusion, the supplier confirmed that the retained samples met the product quality specifications. No further action is required from the supplier. This MDR was originally planned to be submitted with the asr as part of the retrospective review that was committed to the FDA following the warning letter. However, during the current FDA inspection, the FDA investigator suggested that this MDR be filed now. Convatec will continue to track and monitor such complaints according to convatec inc's. Complaint handling and CAPA procedures.

Event description:
It is reported that prior to placing product in a patient two unit's balloons would not deflate with the syringe included in the kit. The territory manager used an additional syringe from the ICU stock with success.